Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that corrupt config files were replaced with back up config files. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when booting up imaging system, a "system booting please wait was displayed. Rebooting the system multiple times did not resolve the issue. Site was unable to remote into the image acquisition system (ias) of the imaging system. There was no patient present at the time of the issue.